Event description:
It was reported to philips that the "electrical panels can't charge". No patient involvement was reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.